Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Drill bit broken after few times using.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral is completely sheared off at the level of approx. 10 mm from the beginning of the spiral. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Drill bit broken after few times using.